Event description:
It was reported that the drain bag green tube was missing from where it would be attached.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to " "incorrect assembly operation / components / accessories placement (incorrect assembly)". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A review of the device history record is not required as no lot number is provided. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed as it could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag green tube was missing from where it would be attached.